Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the u/d knob broken, the remote control buttons perforated, the bending rubber dirty, and the insertion flexible tube (ift) dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.